Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator in its t2 post-deployment position indicating a complete deployment. Approximately 8.5 inches of suture was returned for examination. No abnormalities were noted with the suture. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported simultaneous deployment cannot be confirmed. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the curved fast-fix 360 during an unknown procedure. There was a reported short delay of less than 30 minutes, and no patient injury was reported.